Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, high pacing threshold measurements, and intermittent loss of capture (loc). The noise was more pronounced in the bipolar configuration and less so in unipolar. The automatic capture feature mitigated the intermittent loc. Additionally, muscle/pocket stimulation was reported and an insulation issue was suspected on the rv lead. The pacemaker had reached normal end of life (eol) battery status, so during the device replacement procedure, this rv lead, and the chronic right atrial (ra) lead, were surgically abandoned and an entirely new pacemaker system was implanted. No additional adverse patient effects were reported.